Event description:
A patient has developed increased intraocular pressure following intraocular lens (iol) implant surgery. They state the iol is chafing the patient's iris causing pigment to collect in the anterior chamber angle, which has resulted in the elevated iop. The patient is being treated with pressure drops. The patient's vision is 20/20 in spite of an ocular history of myopic degeneration and the surgeon feels that the lens is in the capsular bag. Additional information has been requested.